Event description:
It was reported by the patient that when their cardiac resynchronization therapy pacemaker (crt-p) was "firing," it would contract the patient's chest muscles. Follow-up communication confirmed. The patient was experiencing phrenic nerve stimulation from the left ventricular (lv) lead. The lv lead was reprogrammed. The lv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2019.